Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low and the insulin pump went into threshold suspend. The blood glucose reading was 39 mg/dl. The customer treated with food. He stated that the sensor gave a reading of 61 mg/dl at this time. He was advised on how to improve the sensor readings and the blood glucose reading was brought up to 109 mg/dl. The drive support cap was normal and recessed. The time and date and programming and settings were correct. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump was not exposed to a strong magnetic fields. The customer was advised to monitor the insulin pump and to contact a health care professional to discuss the possible causes of low blood glucose. The insulin pump was not returned or replaced.